Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. Date of issue is an approximation. It was reported that the patient experienced a low event and passed out in their vehicle on the side of the road. The patient did not remember what time of day it was and stated that they did not experience any warning signs prior to having the low event. The patient was found by a police officer who contacted the ambulance. The patient was transported to the hospital and admitted for approximately 3 hours. The patient's blood glucose (bg) reading at the time was 33 mg/dl. The patient was administered an intravenous (IV) glucose drip and was released from the hospital. Additionally, it was reported that the patient was not wearing the dexcom system at the time of event because they were waiting for their transmitter to arrive. At the time of contact, the patient as in stable condition. No additional patient or event information is available. Data was provided for evaluation. The patient stated that the transmitter died on (B)(6) 2017. Data investigation was conducted to review events that occurred leading up to the event. Data investigation does note that transmitter usage was past end of life on (B)(6) 2017.